Manufacturer narrative:
E1: initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure that included a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient experienced st elevation that required the administration of nitroglycerin. About one and a half hour after the start of the procedure, after completion of the pulmonary vein isolation (pvi) and the cavotricuspid isthmus (cti), coronary sinus (cs) pacing was performed to confirm dormant conduction of right pulmonary vein (rpv). Nitroglycerin was administered, ECG was stabilized after 10 minutes, st returned to normal in about 10 minutes. Patient required extended hospitalization. The physician's opinion on the relationship between the event and the product was that the patient had a history of angina pectoris so the physician thought it might be coronary spasm. The physician confirmed contact force and ablation index (ai) values at the ablation points and judged that there was no causal relationship between the products and the issue. No abnormalities observed prior to or during the use of the product. The patient fully recovered. The hospital stay was extended as a result of more days in the ICU to observe the progress of coronary spasm. The physician commented that the prolonged hospitalization was due to symptoms not directly related to the ablation.